Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the color lcd cable was replaced and discarded. The device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.